Manufacturer narrative:
The lot history records were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The returned sample was evaluated. The safety clip was missing. The tuohy borst adapter was opened. The distal tip was bent and the stent was still within the system. High force was deployed and the stent failed to release. The failure to deploy is confirmed and the root cause is under evaluation. It was reported that this device was used as an av access stent graft. This application represents an off label use for this device.

Event description:
Dr alleges that the device could not be unsheathed even after both ports were re-flushed. After the entire system was removed from the patient, the dr could not get stent to deploy onto surgical table.